Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated. UDI# - the unique device identifier (UDI) is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Carabello,md, jama cardiology, american medical association, 2019, e1-e2, mitraclip and tertiary mitral regurgitation - mitral regurgitation gets curiouser and curiouser.

Event description:
This is filed to report recurrent mitral regurgitation, re-hospitalizations for heart failure and surgical procedures. This event was captured based on literature review which identified mitraclip devices that may be related to recurrent mitral regurgitation, re-hospitalizations for heart failure and surgical procedures. Details are listed in the attached article "mitraclip and tertiary mitral regurgitation - mitral regurgitation gets curiouser and curiouser".